Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as bruising and cutting into their skin with some bleeding. There was no alleged device malfunction contributing to the irritation the patient¿s physician advised patient to wrap the straps in a soft cloth to act as a barrier between the skin for the skin irritation. Follow up indicated that the skin irritation improved.